Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s mother, on (B)(6) 2025, while the patient was at school, he felt lethargic and had a headache. When the mother arrived at the school, she saw he was vomiting. The patient¿s mother stated that she attempted to calibrate the cgm, however the calibration was unsuccessful and did not bring reading back in range. The mother took the patient to the emergency room, where his glucose levels were checked, and bg was 268 mg/dl while the cgm was 89 mg/dl. The patient was diagnosed with diabetic ketoacidosis and treated with an inulin drip until the following day. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was feeling better. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.